Event description:
It was reported that the insertion site was the right femoral artery. According to rn, during the first insertion attempt, the proximal end of the intra-aortic balloon (iab) became stuck in the distal end of the super arrow-flex (saf) sheath and would not pass in either direction. The catheter and sheath were removed; the spring wire guide (swg) was kept in place. There was no reported patient death or injury. There was no reported medical / surgical intervention required. The delay in therapy is listed as a "moderate delay." There were no reported patient complications. The rn stated that the doctor did not feel that the patient anatomy contributed to the difficulty. The patient outcome is "no harm to patient, patient currently on pump." Reference MDR #1219856-2010-00409 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.